Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen and insulin pump got wet. Customer stated that the display did not returned after customer ensured that the battery was securely fastened (not just pushed inward) and battery slot was aligned horizontally with pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to heavy corrosion and rust just about everywhere inside. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.